Event description:
It was reported that the low energy shock impedance was 130 ohms. This is high but within normal limits. During a pulse generator replacement procedure, the doctor repositioned the electrode and got an impedance of 120 ohms. A defibrillation threshold test was done and was not successful. The doctor elected to explant and replace the electrode along with the pulse generator. There were no additional adverse patient effects.